Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing. Upon review, there were some ventricular events falling into blanking after the atrial pacing followed by a ventricular pacing and therefore cross chamber blanking for ventricular blanking was changed. Technical services (ts) agreed that programming changes performed worked as intended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in entire section e of initial reporter and section g2 report source.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing. Upon review, there were some ventricular events falling into blanking after the atrial pacing followed by a ventricular pacing and therefore cross chamber blanking for ventricular blanking was changed. Technical services (ts) agreed that programming changes performed worked as intended. This device remains in service. No adverse patient effects were reported.